Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise and oversensing on the atrial and right ventricular (rv) channels. There has been no inhibition of pacing just some occasional delayed rv pacing. The patient has heart block which has been getting worse and the patient is symptomatic. The artifact can been reproduced intermittently with arm movements or isometrics. A boston scientific technical services consultant reviewed the data and could not determine what could be causing the clinical observations. The consultant stated that it appears there is a junctional rhythm. A revision procedure was subsequently performed and the device was removed from service and replaced with a competitive device. The leads remain in service. No additional adverse patient effects were reported.